Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as a serial number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received info through literature review (ann thorac surg 2011;91;e90-1) that this bioprosthetic valve was explanted due to thrombosis. It was reported the pt was (B)(6) years old, positive for (B)(6). The pt presented 2 years after implant with syncope on exertion. Transvalvular aortic mean gradient was approx 50 mm/hg on echocardiogram and catheterization. Cardiac computed tomography scan showed a limited opening of the bioprosthesis cusps. Transesophageal echocardiography showed no sings of deterioration of the bioprosthesis. Surgical exploration revealed thrombosis of the three cusps on the aortic side, limiting the opening of the valve. The valve was replaced with a size 21 bileaflet mechanical valve. Post-operatively, the pt had persistent atrioventricular node block. Anticoagulation therapy was started. On post-operative day 10, the pt had a stroke with left-sided hemiplegia and aphasia, confirmed by a head computed tomography scan that showed a right middle cerebral artery occlusion. Transthoracic echocardiography showed no evidence of thrombus nor an aortic transvalvular gradient. The pt recovered partially from the stroke and was discharged to a rehabilitation facility on post-operative day 15. No relation could be established between the pt's human immunodeficiency virus status and valve thrombosis.